Event description:
Healthcare professional reports left side deflation of a tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: creases flat, wear abrasion, and opening curved. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Healthcare professional reports left side deflation of a tissue expander. The device has been explanted.

Manufacturer narrative:
Initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, replace to breast implant.

Event description:
Healthcare professional reports left side deflation of a tissue expander. The device has been explanted.